Event description:
Event description: boston scientific crm received info that during a device replacement procedure following normal battery depletion, this chronic right ventricular (rv) was surgically abandoned. It was noted that during the extraction, the lead remained in the pt and it broke when the physician pulled out the pacemaker from the pocket. The device was sent to hospital pathology. To date, no adverse pt effects were reported.

Manufacturer narrative:
A new pacemaker and lead were successfully implanted. This abandoned lead will not be returned; it is unk when/if the device will be returned. Therefore, boston scientific crm cannot confirm the clinical observation. Should add'l info become available to our company, this event will be updated as necessary.